Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.

Event description:
A patient who was enrolled in a clinical study underwent an ion biopsy procedure on (B)(6) 2024 for two lesions. There were neither intra-procedural complications nor device malfunctions reported during the procedure. A 16 x 17 x 15 mm lesion located in the right upper lobe and a 15 x 12 x 9 mm lesion in the right middle lobe were biopsied. While the patient was asymptomatic, a post-procedural chest x-ray showed a right moderate pneumothorax and new mild subcutaneous emphysema in the right chest wall an hour later. A chest tube was placed for the pneumothorax. The chest tube was removed 2hrs later, and a new chest x-ray showed the pneumothorax being resolved. The patient was discharged home the same day as the subcutaneous emphysema was stable. The study investigator assessed the pneumothorax as not related to the ion devices but related to the procedure itself.